Event description:
A surgeon reported that during postoperative exams following intraocular lens (iol) implant surgery, he noticed that several pts had glistenings on their lens. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the unk number of unidentified pts.

Manufacturer narrative:
The product was not returned for analysis; the product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. (B)(4).